Manufacturer narrative:
The investigation was started but is not yet concluded. The results will be provided in a follow-up report.

Event description:
It was reported that the device had presented failures 1 and 12, and the patient's ventilation was stopped. According to the information provided by the client, the patient reached up to 19% desaturation and had a heart rate of 30 per minute. The action taken by the client is to recover the patient with a valve bag mask and connect to another ventilator.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The log file of the evita v300 provided basis for the investigation. The logged entries confirm that invalid pressure measurement values were detected by the device on (B)(6) 2020 at 5:18 pm. Consequently the safety software of the device stopped ventilation in order to protect the patient from unintended pressures and opened the safety valve to allow spontaneous breathing of the patient. This was accompanied by corresponding acoustical and visual alarms and corresponds with the reported alarm messages "device failure (1)" and "device failure (12)". The investigation showed that the deviation was caused by a malfunction of the "pressure, volume/flow and temperature monitoring module" pba m4.1. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.